Event description:
Patient underwent a left leg angioplasty on (B)(6) 2020 via a 6f contralateral approach. At the end of the case a 6f celt was used to achieve hemostasis. The device was deployed to what was perceived as the proper steps, but upon removal of the delivery system pulsatile bleeding was noted. Fluoroscopy showed that the implant embolized into the profunda femoris. Manual compression was used to achieve hemostasis. Pulses were checked and observed as normal and there were no signs of ischemia or any other symptoms. Patient was discharged the same day with no complications.